Manufacturer narrative:
Date of event: exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The patients pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.